Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. (B)(4): investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
It was reported that during testing the cordless driver 2 handpiece had metal shavings coming out of the device. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
Upon disassembly for visual assembly, no failures were found and the complaint of metal shavings could not be duplicated.

Event description:
It was reported that during testing the cordless driver 2 handpiece had metal shavings coming out of the device. There was no patient involvement or adverse consequences to the user reported as a result of this event.